Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify failed battery test alert and battery out limit alarm due to blank display. Pump received with broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 389 mg/dl. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.